Manufacturer narrative:
Unit received with blank display problem isolated to the electronic assembly. Pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack at the battery compartment. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.